Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose during the incident was 246 mg/dl. Customer adjust the audio volume to 5, press save, and listen for the beep. Customer reported that they did not hear the difference between the audio volumes 1 and 5. Troubleshooting was declined for the audio issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.